Manufacturer narrative:
A follow up report will be filed upon completion of the investigation.

Event description:
It was reported that during an mis procedure, the threads of two set screws became deformed during advancement. As a result the set screws could not be assembled to mating pedicle screw. Also, the inner threads of the mating pedicle screw were also deformed. However, receipt of the complaint samples on (B)(4) 2013 found threads had been torn from the set screws and not simply deformed as reported. Concomitant device: pedicle screw, catalog number unknown. See mfg medwatch report no. 1526439-2013-21468 for the second set screw that was involved in this event.

Manufacturer narrative:
Visual examination of the returned set screw confirmed the threads had torn away from the device. A review of the DHR acknowledged that no issues were identified during the manufacturing and release of this product that could have been attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. No definitive conclusions can be drawn as to the cause the torn threads. However, the damage suggests that the set screw became cross threaded during advancement within the concomitant device pedicle screw. In the absence of an identified device manufacturing/release issue or observed trend, this complaint will be closed with no further action required.